Event description:
It was reported the pt had persisting pain at her ipg site. The physician discovered the pt had developed a hematoma at the ipg pocket site. The physician redressed the pt's wound which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.